Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port catheter leak. The following information was provided by the initial reporter: blood is coming out through the tip of the catheter and we have to start installation of the catheter again, because it is non-functional. Original french translation: le sang sort par le bout du cathéter et on doit recommencer l'installation du cathéter, car il est non-fonctionnel. The incident involved the patient, because with the problem with the needle, we had no other solution than to transplant the patient with a new needle, so it involved a double prick for the patient. In addition, the incident involved the user, as the blood was coming out of the needle, so the user is in contact with the patient's blood. The main consequence on the patient is that we needed to transplant him a second time, in order to install an adequate and non-defective needle.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383517 and lot number 3234046. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.